Event description:
It was reported that the customer had a a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir. No further detail was given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.